Manufacturer narrative:
Results: evaluation of the returned product confirmed the reported issue. The nurse call feature functioned properly at first; however, if the nurse call cable is moved to a certain position, the nurse call light at the test fixture does not turn on when it should. When the sensor cable is pulled on slightly it will disconnect from the alarm due to the sensor pins are all bent down inside the receptacle. This alarm has been in service for over three years. (B)(4).

Event description:
Customeri reported while the alarm was in use with the patient and the nurse call option, the alarm sounds in the patient's room, but not at the nurse's station. The patient fell resulting in a bruise. Customer would not provide any further information of the patient or date of event.